Event description:
The patient reported that the up arrow button stopped responding to presses. The patient reported that he swims with the pump every day. The patient confirmed that the pump was intact and had no prior issues with the keypad. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn and intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of adhesive and corrosion found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.